Event description:
It was reported that during an open low anterior resection, the retaining pin could not be advanced. It advanced after the closing lever was grasped a few times. After firing, it was found that the target tissue was not stapled at all and almost staples were unformed. The procedure was converted from lar to iaa. Bleeding was confirmed. Although the amount of it was unknown, but no blood infusion was performed. The target tissue state was unknown. The target tissue was clamped by the device uniformly. The incident occurred at the 1st firing. There was an unexpected resistance in closing lever and at firing. The device was not fired across something hard such as clip or an existing staple line. The firing trigger was grasped fully at firing. The device had a difficulty in being opened the jaws at releasing. The patient is stable.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.